Manufacturer narrative:
We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that intermittently the multifunction footswitch was sticking in the "on" position. Philips service confirmed that there was no harm to a pt or operator. The field service engineer (fse) determined the cause was from excessive dirt, blood, contrast, and a bent footswitch frame.